Event description:
The ventilator was due for a scheduled preventative maintenance. It was reported that when the ventilator was disconnected from the high pressure o2, it did not alarm for low o2.

Manufacturer narrative:
Na.